Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -10.00 diopter lens had a tear/break before/during loading. This occurred on (B)(6) 2024. The lens was not implanted. If additional information is received a supplemental medwatch report will be submitted.